Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported they had an issue with the stapler on arm 1. The stapler was not recognized, and then the stapler flipped when it was recognized. The customer had to undock and rotate arm back. Stapler flipped on its own. Customer confirmed it was an ongoing issue with the stapler. Tse viewed logs and no associated errors were noted. Fse to follow up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse performed system verification and tested without issue. No parts were replaced. System was tested and was ready for use. As of the date of this report, the sureform 60 stapler has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.